Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the single board computer of the system pcb assembly was inoperative.

Event description:
The customer contacted physio-control to report that their device locked up when printing the code summary from their device. After locking up, 15-20 minutes later the device powered itself off. When this occurred the service indicator was illuminated. After powering the device back on, the device locked up again and then powered itself off 10-15 minutes later. There was no patient use associated with the reported event.